Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR. Device evaluated by MFR: f/g,promus element mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set correctly between the proximal and distal marker bands. The crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter left circumflex artery. A 4.00x24mm promus element stent was advanced to treat the lesion. However, the stent got separated from the guiding. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter left circumflex artery. A 4.00x24mm promus element ¿ stent was advanced to treat the lesion. However, the stent got separated from the guiding. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.